Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Samples received: 89 unopened and 2 open pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 89 closed samples and 2 open samples, one of them with the needle detached from the thread and the thread is still wound on the pack. The other open sample received, the needle is attached to the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.32 kgf in average and 1.05 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.